Manufacturer narrative:
As a result of checking, the inspiratory valve (p/n:(B)(4)) is defective.

Event description:
Hamilton medical ag received the following description: flow sensor calibration needed alarm triggered continuously. Test mode 6 zero full scale calibration failed.